Event description:
It was reported that the patient underwent a changeout from soletra to sc. An impedance measurement showed electrode 1 at 10 ohms. It was not known what impedances were prior to change out. The patient was not using electrode 1 in the program. Therapy impedance was 924 ohms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3387-40, lot# v004637, implanted: 2006-(B)(6), explanted: unknown, lead model 3387s-40, lot# v425743, implanted: 2010-(B)(6), explanted: unknown, extension 748251, serial# (B)(4), implanted: 2006-(B)(6), explanted: extension 7482a51, serial# (B)(4), implanted: 2010-(B)(6), explanted: unknown, programmer model 7438, serial# (B)(4), neurostimulator model 7426, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2011-(B)(6), neurostimulator model 7426, serial# (B)(4), implanted: 2010-(B)(6), explanted: unknown.